Event description:
It was reported that the patients pocket had migrated towards her armpit. There was no break in the skin and no infection to the pocket. The case was resolved by revising the pocket. The system remains implanted.

Manufacturer narrative:
Na